Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00091. This report is being submitted as additional information. Approximate age of device - 1 year, 2 months. (Calculated from the date of manufacture). Manufacturer's investigation conclusion: the patient remains ongoing on vad support. No product available for investigation. The reported event of no external power was confirmed through the analysis of the submitted log files. The system controller log file captured a no external power event on (B)(6) 2017. This event occurred while the controller was supported by an mpu and appeared to be a result of momentary ac power loss to the mpu. During this event the controller supported the pump at the set speed while being powered by the internal backup battery, as designed. Once ac power was restored to the battery, the no external power alarm cleared. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that during analysis of the system controller log file, review suggested that a no external power event was associated with power being removed from the mobile power unit. The lvad clinician asked the patient if the patient could recall how the mobile power unit became disconnected from power; however, the patient could not remember. No further information was provided.